Event description:
A call to technical services was made on 06/06/2013 stating that this rv lead is experiencing low impedance. The patient has a biv ICD with this lead and the representative was trying to get a competitive change by promoting the longevity. He was working with dr. (B)(6) at (B)(6) hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).